Event description:
Patient sedated while vented, scheduled for MRI. MRI pump used for both diprivan and dopamine drip, calculations/flow rate reviewed by nurse and MRI staff. The nurse observed the diprivan rate was infusing faster than the rate entered into pump. The staff reviewed settings and rate on MRI pump, during testing noted patient movement and noted diprivan bottle was empty and replaced. There have been similar issues before with this pump.